Manufacturer narrative:
H6: a device deficiency was identified. An analysis of the customer provided images found the fast fix device that appears to be the straight model. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the fast- fix 360 assembly procedure, found that for fast fix reverse curved is inspected to be properly bended. If any of the inspected parts fail, the inspected part must be rejected and an nc shall be addressed. Although a review of device records showed there were no indications to suggest that the product did not meet specification upon release for distribution at the time of manufacturing, the root cause of the reported event has been traced to a manufacturing issue. A corrective action and non-conformance was initiated to address this issue. The manufacturing of the reported devices was stopped to modify the manufacturing process to include the proper specifications and inspections to reduce the ocurrance of the reported event.

Event description:
It was reported that, during a knee procedure, thirty (30) fast-fix 360 curved were opened, however, the devices found in the packages were fast-fix 360 straight instead. Surgery was completed with a delay greater than 30 minutes using a back-up device instead. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4).